Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe tip was found broken before use upon opening up the packaging. The following information was provided by the initial reporter, translated from portuguese to english: "when opening the package was noticed that the beak was broke."

Manufacturer narrative:
Investigation summary: DHR, quality notification and maintenance analysis were performed and no occurrences potentially related to the defect was observed. The sample and photo sent by the customer were verified and it was possible to observe luer breakage. The potential causes for the problem are a barrel jam at assembly machine, causing the damage at syringe luer or a breakage during the material feeding form molding to assembly area. The incident identified from this complaint will be monitored for trend evaluation.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe tip was found broken before use upon opening up the packaging. The following information was provided by the initial reporter, translated from (B)(6) to english: "when opening the package was noticed that the beak was broke."